Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an ablation procedure, the atrial lead dislodged. An attempt to reposition the lead was unsuccessful, and the lead was explanted and replaced.